Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer stated that she can't get any insulin to get into the reservoir. The customer was advised to put fresh transfer guard on to degas and leave transfer guard on during set change in the future.